Event description:
The customer reported 20 ml of clear fluid leaked from the front of the power supply of the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the floor. The customer was only wearing gloves at the time of the event but no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The customer cancelled the service visit for this event since the leak appeared to have stopped. The customer reported a similar event which occurred on the following day, on (B)(6) 2013; please refer to medwatch #1061932-2013-01792 for the report of the event which occurred on (B)(6) 2013. A beckman coulter field service engineer (fse) was then dispatched to the customer's site. The fse discovered worn tubing at pinch valve vl4b and vl4c. The fse proceeded to replace the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the event is attributed to a worn tubing at pinch valve vl4b and vl4c. (B)(4).